Event description:
It was reported that a large volume infusor had a black mark on its reservoir. This was identified during the storage of the device, after it had been compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14k020 was manufactured between october 24, 2014 and october 25, 2014. The affected device was received for evaluation. Visual inspection was performed on the device and black particular matter was verified to be present on the reservoir of the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.